Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a stent-coiling of an unruptured acomm (anterior communicating artery) aneurysm, there was an intraprocedural rupture of the aneurysm dome. The physician had successfully placed stryker stent from the a2 to a1, and had successfully detached stryker coil inside the aneurysm dome. But, after placement and detachment of the subject coil (second coil), the physician did an angiographic run, and noticed extravasation coming from the aneurysm dome. He tried to quickly place a third coil, but the microcatheter had backed out of the aneurysm dome. So, he used a balloon as a medical intervention, and inflated it near the ica (internal carotid artery) terminus to stop the flow of blood to the acomm for about a minute. Once the balloon was deflated, he did another angiographic run, and the extravasation had stopped. After the case, the physician performed a CT scan, and commented that both the CT scan results and the patient were fine. The procedure was completed successfully.

Event description:
It was reported that during a stent-coiling of an unruptured acomm (anterior communicating artery) aneurysm, there was an intraprocedural rupture of the aneurysm dome. The physician had successfully placed stryker stent from the a2 to a1, and had successfully detached stryker coil inside the aneurysm dome. But, after placement and detachment of the subject coil (second coil), the physician did an angiographic run, and noticed extravasation coming from the aneurysm dome. He tried to quickly place a third coil, but the microcatheter had backed out of the aneurysm dome. So, he used a balloon as a medical intervention, and inflated it near the ica (internal carotid artery) terminus to stop the flow of blood to the acomm for about a minute. Once the balloon was deflated, he did another angiographic run, and the extravasation had stopped. After the case, the physician performed a CT scan, and commented that both the CT scan results and the patient were fine. The procedure was completed successfully.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure, the anatomy was tortuous, and the issue occurred in the anterior communicating artery (acomm). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported 'patient aneurysm rupture' and 'patient intracranial hemorrhage'.